Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to loss of capture, oversensing and inappropriate therapy. The rest of the lead system, a subcutaneous patch and adapter, were also removed from service at that time.